Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. (B)(4). Very limited information was received. Both the unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, unreported coil protrusion out of the sheath and stretching was found. Located at the distal tip of the skive is the distal protrusion site. Both the proximal and distal protrusion sites do not have mechanical sheath damage. The coil¿s socket ring has been pushed down inside the outer sheath. The proximal section of the coil protruding outside the sheath has been stretched. The remainder of the coil is undamaged. The v notch of the resheathing tool has been fractured. The locking mechanism has been compressed and stretched. The exact circumstances of how and when all the above unreported damage occurred to the microcoil system cannot be determined. No manufacturing defects were found. The complaint of the coil being stuck inside the introducer sheath is confirmed. The most likely root cause of the coil becoming stuck inside the introducer sheath may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the coil¿s socket ring to be pushed down inside the outer sheath, caused the device positioning unit (dpu) and the coil to protrude outside the sheath, and may have caused a portion of the coils stretching damage found. In this condition the coil cannot be advanced outside the distal tip of the introducer sheath nor can it be resheathed for later use. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3.¿ if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any addition contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint; zipper - unzipping difficulty; zipper - resheathing tool damaged; zipper - damaged; connecting cable - system fault light illuminated; coil - stretched; coil - protruding from introducer. The complaint of the coil being stuck inside the introducer sheath is confirmed. The most likely root cause of the coil becoming stuck inside the introducer sheath may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
As reported by a health care professional, the deltapaq coil (dfs10051520/p10648) was stuck inside the sheath. There were no patient injuries. It is unknown if the reported event caused a surgical delay. It was reported that the product is available for analysis